Event description:
Sales rep for smith+nephew reports that the surgeon had issues with two screws during an acl repair. The surgeon used a b-t-b graft and drilled a 9mm tunnel. On the femoral side, he used a 7mm tap prior to insertion of the screw. The screw broke in half and the proximal portion of the screw was removed. The surgeon felt adequate fixation was achieved with the remaining half of the screw. Surgeon then proceeded with the tibila side and he dilated the 9mm tunnel to 9.5mm and tapped with an 8mm tap. The surgeon inserted an 8mm screw with much difficulty. The knee was tested for stability with the lachman and pivot shift tests and upon doing so, a pop was heard. Surgeon removed the screw and noted that the threads had deformed. A metal 9x25 screw was used to complete the repair. A delay of 25 minutes resulted. No pt injury or complications took place.

Manufacturer narrative:
Device is not being returned for eval. Surgeon should have used a tap 1mm greater than the screws.